Event description:
A hospital in (B)(6) reported that an (B)(4) infant low flow breathing circuit did not warm up during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and a heater wire resistance test was carried out using a multimeter. The inspiratory heater wire was found to be open circuit. A wire break was located between the left heater wire and left heater wire pin inside the overmoulded plug. A lot check revealed no other complaints of this nature for this lot number. Electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection.